Event description:
It was reported that the patient turned his unit/therapy off a couple weeks ago when he was having dental work done because every time he laid down on the dental chair he would get shocked and electrocuted. Since implant he was getting shocked when he laid down flat; it gave him full juice and he couldn¿t lay flat on his back at all. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).